Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2978 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A73755) for female sterilisation. The patient had a medical history of paratubal cyst, tinnitus, hives, chronic urticaria, migraine, twin pregnancy, cervical cancer, arthritis, parity 2, gravida ii, uterine fibroid, pulmonary embolism and abnormal uterine bleeding. Previously administered products included: mirena. The patient had a family history of kidney stones, thyroid disorder and crohn's. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2021, 2726 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no discrepancy noted : insertion date as per (B)(6) on (B)(6) 2013. As per (B)(6) on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: evaluate for tubal patency, status post essure device placement. Impressions: occluded fallopian tubes in this patient with essure devices [magnetic resonance imaging] on (B)(6) 2021: intentional and concentration deficit, head pain, migraine history no evidence for acute/subacute infarct nor intracranial mass. 2. Few scattered nonspecific white matter changes with broad differential including chronic microangiopathy, complex migraines, and many other etiologies possible. 3. Incidental scattered fluid within right mastoid air cells, likely mastoid effusion less likely mastoiditis. [Pathology test] on (b)6) 2021: a.uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no significant abnormality. Endometrium with progestin effect. Myometrium with adenomyosis and multiple leiomyomata. Fallopian tubes with no significant abnormality. Benign paratubal cysts.both fallopian tubes have an identifiable lumen [ultrasound uterus] on (B)(6) 2021: uterus to be 9 x 6 x 6cm,with a left sided pedunculated fibroid of 5 x 5 cm. Iud is present in the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2978 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: ptc information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A73755) for female sterilisation. The patient had a medical history of paratubal cyst, tinnitus, hives, chronic urticaria, migraine, twin pregnancy, cervical cancer, arthritis, parity 2, gravida ii, uterine fibroid, pulmonary embolism and abnormal uterine bleeding. Previously administered products included: mirena. The patient had a family history of kidney stones, thyroid disorder and crohn's. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2726 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Discrepancy noted : insertion date: as per argus (B)(6) 2013 as per mr (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: evaluate for tubal patency, status post essure device placement. Impressions: occluded fallopian tubes in this patient with essure devices. [Magnetic resonance imaging] on (B)(6) 2021: intentional and concentration deficit, head pain, migraine history. No evidence for acute/subacute infarct nor intracranial mass. Few scattered nonspecific white matter changes with broad differential including chronic microangiopathy, complex migraines, and many other etiologies possible. Incidental scattered fluid within right mastoid air cells, likely mastoid effusion less likely mastoiditis. [Pathology test] on (B)(6) 2021: a.uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no significant abnormality. Endometrium with progestin effect. Myometrium with adenomyosis and multiple leiomyomata. Fallopian tubes with no significant abnormality. Benign paratubal cysts.both fallopian tubes have an identifiable lumen [ultrasound uterus] on (B)(6) 2021: uterus to be 9 x 6 x 6cm,with a left sided pedunculated fibroid of 5 x 5 cm. Iud is present in the uterus. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.